Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Event description:
On 08/22/2025, a sales representative reported via email that three ar-2324bcsp biocomposite swivelock anchors experienced cracking when attempting to advance the screw. As a result, they opened three more ar-2324bcsp biocomposite swivelock anchors from lot 15419013 and got similar results. The case was completed without complications using an alternative ar-2324bcsp biocomposite swivelock anchor from a different lot. This issue was identified during a rotator cuff repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 08/27/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.